Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that there was a loss of therapy. The patient was no longer feeling stimulation in her neck, which was where she needed stimulation. No trauma or fall could be related to this issue. The patient programmer (pp) showed stimulation was on. The patient met with a manufacturing representative (rep) for reprogramming. The rep was trying to get stimulation higher in her neck where it was supposed to be but he could only get it to her left shoulders. The patient's neck was throbbing. The change in therapy/symptoms was considered sudden. The neck throbbing and on stimulation in the neck started 3 weeks ago. It was noted that the implantable neurostimulator (ins) would not charge. The patient tried several times every day. It was noted that it would not charge because it was fully charged. The patient later reported she had to get an x-ray and then go from there. The issues had been not been resolved as of (B)(6) 2016.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.